Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer's blood glucose was 109 mg/dl. The customer stated that he had taken the insulin pump off when he went into the ocean, but his swim trunks were wet when he put the device back in his pocket. He stated that the insulin pump's case was a little damp. He was unable to clear the button error alarm using the esc and act buttons. He added that he had been outside on the beach and stated that it was very hot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.